Manufacturer narrative:
Please note: this complaint was not a reportable event at the time intuvie received the complaint on 12/28/2023, which is now a reportable event based on the new MDR tree guidance. Therefore, it is why intuvie is just now submitting this initial report. The pump was received on 3/5/2024 and tested on (B)(6) 2024. There are no previous complaints about the device. During functional testing, the reported issue was not duplicated. During the 8-psi test, the pump occluded at 4.33 psi which is within the passing range (0-16psi.) During the 30 psi test, the pump occluded at 36.72 psi which is within passing criteria. (22-38 psi.) A CAPA has been opened to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On (B)(6) 2023, znyo medical received a report from a customer reporting beeping occlusion when there is no occlusion with the pump. No patient injury/harm reported.